Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. ..

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm fenestrated bipolar forceps instrument was moving even if no movement was done. The jaws were not working properly. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end causing issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable.